Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing (atp) for atrial tachycardia with rapid ventricular response (at with rvr). The device inappropriately diagnosed the patient's rhythm due to atrial blanking. Programming changes were made. There were no patient consequences.